Manufacturer narrative:
Reference number (B)(4) . Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a peg- j tube placement. The physician reported that the patient developed pneumonia due to strong dysphagia, which occurred three days after implanting the peg-j tubing. Although dysphagia is a common symptom of parkinson's disease, abbvie has conservatively chosen to report due to the time frame of the event in relation to the tubing procedure. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(4) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced pneumonia, which the physician reported was due to strong dysphagia. The patient was transferred to the intensive care unit and treated with unknown antibiotic.